Event description:
It was reported that during unpacking, the staff noted that the absolute stent was already partially deployed. The lock was noted to be still in position. The device was not used on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Date of event was estimated on the initial medwatch report. Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. In this case, based on the reported information and analysis of the returned device, it appears that the stylet may have not been removed per the instructions for use (IFU). The absolute .035 self expanding stent system IFU provides the following instructions: with the tip mandrel in place, inject heparinized saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting distally near the stent and at the distal end of the outer jacket. Hold the distal tip of the delivery system. Do not hold the stent. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. The returned device analysis noted the stylet was not returned suggesting removal of the stylet.